Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received four inappropriate electric shocks due to t-wave oversensing. The patient experienced discomfort and pain. The smartpass feature was also automatically disabled due to the low amplitude r-waves. The vector screening was performed again to determine if other vector is more adequate, however, the result is the same for all positions, suggesting the device might not be suitable for the patient. The physician then decided to program therapies off for this s-ICD while waiting for a definitive decision, and it was mentioned the device system will most likely be explanted with no replacement. At this time, the s-ICD system remains implanted and programmed off. Additional information provided indicates the device remains off. In addition, the device has not yet been explanted and there is no plan to perform an explant procedure per the hospital choice. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received four inappropriate electric shocks due to t-wave oversensing. The patient experienced discomfort and pain. The smartpass feature was also automatically disabled due to the low amplitude r-waves. The vector screening was performed again to determine if other vector is more adequate, however, the result is the same for all positions, suggesting the device might not be suitable for the patient. The physician then decided to program therapies off for this s-ICD while waiting for a definitive decision, and it was mentioned the device system will most likely be explanted with no replacement. At this time, the s-ICD system remains implanted and programmed off. No additional adverse patient effects were reported.